Event description:
It was reported that the lead has had high and fluctuating impedances since undergoing a right heart cath procedure. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead has had high and fluctuating impedances since undergoing a right heart cath procedure. The lead remains in use. It was further reported that the pocket was reopened and the rv lead was tugged on and it pulled right out of the header. It was noted that the setscrew was never tightened. The rv lead was then re-inserted, and the setscrew was tightened. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.